Event description:
It was reported that after taking an x-ray it was discovered the pt inadvertently underwent implantation with a compressed electrode instead of a standard electrode. Per audiologist pt performance since implantation has not been questionable. The surgeon recommends some product design change to prevent mix-up of implant variants.

Manufacturer narrative:
It might not be in the best interest of the pt to continue using a compressed electrode array, thus eventually requiring reimplantation. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.